Event description:
Legal counsel for patient reported that patient underwent a left total hip arthroplasty on (B)(6) 2000. Legal counsel further reported that a revision procedure was performed on (B)(6) 2011 due to patient allegations of pain, loss of range of motion, elevated metal ion levels and metallosis. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in patient medical records indicates that a left hip revision procedure was performed on (B)(6) 2011 due to pain and instability. Revision operative report noted particulate synovitis, wear and fracture of the polyethylene acetabular liner and vertical acetabular cup alignment. The revision operative report further indicated that the instability was a result of the liner wear/fracture. The acetabular cup, liner and modular head were replaced with competitor acetabular components and a biomet ceramic head.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." And "wear and/or deformation of articulating surfaces." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-05336 & 1825034-2015-00580).